Event description:
It was reported that the patient presented to the clinic with significant damage to the pump side of their driveline. A driveline repair was requested. Log files were submitted for review which captured no unusual events in the log file event history. The log files did not contain any evidence that the pump cable outer jacket damage was causing any issues with pump operation. It was stated that the damage was only cosmetic and recommended that rescue tape be applied as needed. All of the low power events were due to normal battery depletion.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photographs confirmed the reported pump cable damage; however, a specific cause for this damage could not be conclusively determined through this evaluation. The account submitted images for review, which captured damage in the pump cable outer jacket adjacent to the inline connector bend relief. The armor layer at the tear was exposed but appeared intact. Review of the submitted log files revealed no notable events or alarms. The captured events and data did not indicate any functional issues with the driveline. The pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. Chapter 5, ¿surgical procedures¿, cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Chapter 6 of the IFU, ¿patient care and management¿, cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline" and notes that damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ this chapter also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. The patient handbook also contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product, per the device history record review. No further information was provided. The manufacturer is closing the file on this event.